Event description:
Info received indicates when the brake is activated, the brake caster continues to ratchet from side to side.

Manufacturer narrative:
The tech isolated the issue the cam missing from the left side of the center block. He replaced the center block assembly to repair the bed.